Manufacturer narrative:
The insulin pump was received with an error alarm loop during boot up. It was unable to perform the displacement test due to alarm. Unit had faulty isolation on the motherboard. Unit received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external flash error alarm. The customer reported that all the settings were deleted and they had to reset. The customer's blood glucose was 160 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.